Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ 85% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 85% stenosis. (B)(4).

Event description:
Physician was attempting to use one resolute integrity drug-eluting stent (2.75mm x 12mm) to treat a lesion in the lcx with 85% stenosis but the back end of the catheter broke off near the luer hub as it was being advanced. The device was removed undeployed and the physician used another device (2.50mm x 8mm) which did not cross, this was removed, a guideliner was used and the same device was used successfully. No harm to the patient and the patient is fine. The device was inspected before use with no issues noted. Evaluation summary: the stent was positioned between the marker bands as per specifications. There was no damage evident on the stent. The hypotube had detached distal to the strain relief. The detached section with the luer and strain relief was not returned. The hypotube was kinked 3.0cm distal to the detachment site. The detachment site was oval and jagged. Additional kinks were present along the hypotube. Procedural notes: the procedural notes describe a severe lcx lesion with 85% stenosis in the mid vessel. The device is inserted into the patient but fails to be deployed at the lesion. Following this another smaller resolute integrity stent fails to cross the lesion. The device is removed and a guideliner device is used. The smaller stent is reinserted and successfully deployed.